Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6) experienced a sudden change in stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Efforts to recapture effective therapy relief via reprogramming proved unsuccessful. X-rays have been ordered for further interrogation.